Event description:
The customer was hospitalized for low blood glucose levels. Prior to hospitalization, the customer was in her car and blacked out due to the low blood glucose. Troubleshooting revealed that the insulin pump was programmed correctly. The customer also stated that she had been experiencing hormonal changes and stress.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.